Event description:
On (B)(6) 2015 the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose in the 400's mg/dl with extreme drowsiness associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting was unable to be completed at the time of the call. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2015 with the following findings: the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.